Event description:
Percutaneous catheter was inserted by the neonatal nurse practitioner. After the catheter insertion and as the introducer was being removed, it failed to break away from the catheter. During procedure infant's work of breathing increased with refractions. Also experienced bradycardia with apnea. Intubated and mechanically ventilated.